Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that these reported complaints meet the reportability criteria as outlined in the risk assessment control record for ge healthcare. Event is not reproducible and/or cannot be replicated under the specified operating conditions of the device. The flipped images had the correct image orientation markers present on the images, which are required dicom values for all CT scanners. It would be obvious to the radiologist that the images were flipped when the study was opened for dictation. There was no reported patient injury associated with this event. (B)(4).

Event description:
When the radiologist opens up the study, some of the images are flipped. Issue is intermittent and only happens after the exam has been verified.